Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect following a care accident. It was noted that she has to turn up the stimulation more than usual and that it did not cover her pain that well. Also, her neurostimulator had moved. She had an appointment with her physician next wednesday. Additional information was requested.